Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an ¿error 1¿ message. The complaint was classified based on the original customer care advocate (cca) documentation and additional information obtained during a follow-up call with the patient, made by the cca. The patient reportedly obtained the error 1 message on (B)(6) 2016. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management routine after obtaining the message. He reported that about a couple of hours later, he developed ¿low blood sugar¿ and on (B)(6) 2016, he experienced symptoms of ¿sweating and [a] little weakness in knees¿. He denied receiving any treatment for his symptoms beyond his normal diabetes management routine. At the time of troubleshooting, the cca noted that the product was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged error message appeared.